Event description:
It is reported that the patient received an acetabular cup, left side on an unknown date. The patient will undergo revision surgery due to increased ion levels in her blood and early loosening.

Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided. Also the date of implantation is not known so this case will be conventionally treated as related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).